Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. If additional relevant information is obtained, then a follow-up report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced a pd transfer set connection issue which subsequently caused peritonitis. The connection issue was further described as the patient¿s pd transfer set fell off of the pd titanium adapter (seven days prior to the onset of the peritonitis). The patient reconnected the device and did not contact the healthcare provider regarding the event until four days later at which time the patient¿s transfer set was changed. It was reported that there was no visible damage to the transfer set. Subsequently the patient experienced peritonitis manifested by cloudy effluent, fever, and abdominal pain. The patient was not hospitalized for the peritonitis. On the same day as onset, the patient was treated with vancomycin (1 gram daily, route not reported), with treatment ending two days later. One day after ending treatment with vancomycin, the patient was treated with keflex (500 mg three times daily for two weeks, route not reported). The treatment with keflex was ongoing at the time of this report. On an unreported date, the patient was retrained in proper aseptic technique. On an unreported date, the patient was retrained on aseptic technique. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4).the disconnection was reported to have occurred around (B)(6) 2014. This is the same patient as in (B)(4). Should additional relevant information become available, a supplemental report will be submitted.